Manufacturer narrative:
Concomitant products: product ID: 7424, serial# (B)(4), implanted: (B)(6) 1991, product type: implantable neurostimulator.

Event description:
The consumer reported that the stimulator did not hold a charge. The patient said that the stimulator never helped from the beginning. It was reported that the stimulator was dead. There was a report that the patient was upset and in a lot of pain. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.